Event description:
It was reported that during a mastectomy auxiliary lymph node dissection and sentinel when clipping vessels, the clips would not come forward, fired 10 times (started with 14 clips). Two clips were used, but the other clips would not advance. After deploying the first clip, the artery was torn and had to be re-clipped. The second clip did the same. It was not known whether the two clips were malformed. Another similar device was used to complete the procedure. The intent of the procedure was not changed. The final patient outcome was "good".

Manufacturer narrative:
The device was returned to the manufacturer's representative and in currently in transit. The device history record was reviewed and no discrepancies were noted.